Manufacturer narrative:
B3-date of event is estimated. A4-patient weight is unknown. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model:mn10450-50a, UDI:(B)(4), serial: (B)(6), batch: 8575082. Common device name: drg lead, model:mn10450-50a, UDI:(B)(4), serial: (B)(6), batch: 8575082. Common device name: drg lead, model:mn10450-50a, UDI:(B)(4), serial: (B)(6), batch: 8575082.

Event description:
It was reported patient is having issues with the drg system and having pain at the ipg site and is unable to provide effective therapy along with shocking sensation. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received wherein the drg system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.